Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric device required maintenance. A field service engineer observed escort logged in was missing bio-ID preview. Ran hardware test application (hta) bio-ID tests with ~20 scans; no hardware issues found. Fse suspect the login issue requiring a witness was linked to how a specific medication was configured on the server. The system functioned as intended after the field service engineer repaired the device.